Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 49 mg/dl and sensor glucose was 115 mg/dl. The customer stated that the sensor was reading low compared to blood glucose meter. The devices will not be returned for analysis.